Event description:
It is reported that the device was implanted in 2004 and revised in 2008, due to significant pitting on the articular surface.

Manufacturer narrative:
Evaluation summary - the nexgen lps articular surface was implanted between 4 to 5 years before removal, reportedly due to pain and loosening. The returned device was autoclaved, hence can not be verified that the part meets specifications. The returned device shows pitting on the condylar surfaces as described on the complaint, as well as wear marks on the distal surface. Sem analysis performed on the articular surface suggests that the pitting may have been caused by third body particles. The generation of these particles may be linked to the pain and loosening, however, without additional information on the tibia or femoral component, this can not be definitively determined. Device history records indicate all components were manufactured and inspected to specification. Scanning electron microscopy (sem) analysis/energy dispersive spectroscopy (eds) analysis was performed. No manufacturing abnormalities could be detected by either method.